Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for longer than 15 minutes. During troubleshooting with tandem technical support, the transmitter resumed connection with the pump. No additional patient or event information was available. A root cause could not be determined.